Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100571514 model/catalog description: reservoir unique identifier (UDI) # (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working and had fluid loss. As a result, the device was explanted and replaced. No patient complications were reported.